Manufacturer narrative:
Conclusions: damage to the active electrode under silicone overmold likely caused by minute device mobility was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
Patient was starting to vocalize with the device. However, the device was found to be malfunctioning in (B)(6) 2014. At that time the family did not wish to proceed with re-implantation as the patient is multiply disabled and would bang the head frequently. The child has since become more cooperative, so the parents decided to move forward with re-implantation. The patient was re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Current in situ measurements show affected channels.

Manufacturer narrative:
According to the currently available information, damage to the active electrode, as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. A date for explantation has not been made available so far.

Event description:
Current in situ measurements show affected channels. The patient will be re-implanted but no date for surgery has been received yet.